Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor would not pair with the ilet, preventing sensor warmup despite multiple attempts to enter the pairing code and guided troubleshooting. Symptoms included no reported adverse physiological effects and no impact to blood glucose management. Outcomes included the user being advised to contact the cgm manufacturer for sensor replacement and to call back if further assistance is needed. Investigation included remote troubleshooting and user education, including re-entry of the pairing code and a field check attempt to initiate warmup. Investigation of this case revealed a pairing failure between the cgm and the ilet, with the issue localized to the cgm sensor pairing process rather than the ilet pump function. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor or transmitter pairing malfunction.